Event description:
Per the clinic, the patient experienced dizziness with the device use. Reprogramming attempts were made and the issue was resolved. However, the patient continues to report no sound with the device use. Subsequently, a CT scan (date not reported) revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2025 and the patient reimplanted with another cochlear device during the same surgery.